Event description:
It was reported by the rep that the surgeon insufflated abdomen during a diagnostic laparoscopy procedure. It was reported that the shield seemed to be locked into place and the trocar could not be inserted. It acted as a blunt type device. After several attempts a 511sd was opened and the case was finished without incident. There was no pt consequence.